Event description:
It was reported that a second cuff was added to the patient's artificial urinary sphincter (aus) due to unspecified reasons. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.